Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed and passes successfully. The device unable to deliver drug issue was not identified during device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported non-delivery with a flo-gard infusion pump. This event occurred before use. There was no patient involvement. No additional information is available.